Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6).

Event description:
It was reported to boston scientific corporation that a captivator snares was used in the colon for polypectomy during a transureteral lithotripsy procedure performed on (B)(6) 2024. During the procedure, the snare could not remove the polyp. The procedure was completed with another captivator snares. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: the second affiliated hospital (B)(6). Block h6: imdrf device code a050701 captures the reportable event of loop failure to cut. Block h10: investigation results one captivator snare was received for analysis, and during visual inspection, it was found that the device had the flare detached from the strain relief (working length) and the handle canula was kinked (near to the strain relief section). Also, the device was checked under magnification, and it was possible to observe that the flare was made damaged. Due to the device condition the functional test cannot be performed. No other device problems were noted. The reported event of "loop failure to cut" could not be confirmed. According to the examination of the device, it is possible that excessive manipulation of the device during procedure, may have cause or contributed to the reported allegations. Therefore, based on analysis of the returned device and all available information, the most probable cause for the reported event is adverse event related to procedure. Block h11: correction: block h10 (block h6 device code).

Event description:
It was reported to boston scientific corporation that a captivator snares was used in the colon for polypectomy during a transureteral lithotripsy procedure performed on (B)(6) 2024. During the procedure, the snare could not remove the polyp. The procedure was completed with another captivator snares. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.